Manufacturer narrative:
The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device- 56 days. The explanted pump was received for investigation. The evaluation is not yet complete. No additional information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient was admitted for further evaluation of suspected gastrointestinal (gi) bleed. The patient was seen in the clinic with complaints of dyspnea on exertion (doe), dark black stools and fatigue. The routine blood work revealed hemoglobin 5.6 g/dl. The anticoagulants at the time of the event were warfarin and aspirin. No additional information was provided.